Manufacturer narrative:
Deventer, n., et al (2014) recurrent dysphagia ventral fracture spondylodesis. Europeon spine journal, volume 23, pages 2473-2569. This report is for an unknown plate/unknown quantity/unknown lot. Unknown part number: UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: deventer, n., et al (2014) recurrent dysphagia ventral fracture spondylodesis. Europeon spine journal, volume 23, pages 2473-2569. Germany. This is a case report of a (B)(6) patient who underwent a ventral plate osteosynthesis in the cervical spine using cslp, synthes. The patient presented with increasing dysphagia and a cough for 6 months and had a history of diffuse idiopathic skeletal hyperostosis, with a dislocated vertebral body fracture of c4 after trauma that occurred 7 years earlier. Postoperatively, the patient developed severe dysphagia and a tendency for aspiration. A laryngoscope showed a reduced motion of the vocal chords. A CT scan showed a reduced distance between the plate and thyroid cartilage due to ventral spondylophytes. The patient's symptoms of dysphagia decreased over the next 5 months. Six years after the operation the dysphagia reappeared. A repeat CT scan showed fusion between the osteosynthesis plate and the thyroid cartilage. An endoscope showed showed bulge of the local mucisa abd an uncovered part of the plate.the patient underwent removal of the plate after prior dorsal stabilization c3-6 using a screw-rod system. (Synapse, synthes, (B)(4)). During the operation, it was discovered that the left sided thyroid cartilage was bony fused with the cervical spine. The patient underwent a reconstruction of the pharynx. A complete closure of the defect without further dysphagia or aspiration was observed endoscopically 3 weeks after the surgery. Complications: severe dysphagia and aspiration precautions postoperatively. Revision for removal of osteosynthesis plate after dorsal stabilization with screw-rod system. Reconstruction of pharynx. This report is 1 of 1 for (B)(4). This report is for unknown plate (cslp), unknown quantity and lot number. A copy of the literature article (or abstract) is being submitted with this medwatch.